Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / damaged receptacle) has been confirmed. As received, the belt receptacle was pulled from the monitor case and came loose from the j1001 connector on the computer / analog (ca) board. The cause of the constant gong alarms is the damaged receptacle and loose connection. The root cause of the damaged receptacle and loose connection is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the monitor had a damaged receptacle.